Event description:
Litigation papers allege pain, suffering, disability, emotional distress and elevated metal ion levels.

Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified doi and dob information. Part/lot was also identified. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Please disregard the information previously submitted. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain and metallosis. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/15/2014 - pfs was received, which identified dor information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/20/2014.